Manufacturer narrative:
This follow-up MDR is created to document the returned device, conclusion of the evaluation and updated codes. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb between the second and third rib. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating stress was exerted. Partial separations surrounded by abrasion were noted on the non-serialized exhaust tube and inlet tube of the pump. Testing revealed these to not be sites of leakage. The inlet tube with connector was detached to allow testing of the pump component. No functional abnormalities were noted with either cylinders or detached inlet tube with connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on the non-serialized exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. In addition, the smooth and non-striated surfaces noted with the separation in the pump bulb indicated that sufficient stress may have been exerted on the pump bulb to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality engineering completed a review of the manufacturing records for this lot. The product was manufactured according to specifications and no abnormalities were noted during production.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump would not inflate, would not refill. On explant, noticed leak on pump tubing.